Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Associated MDR: 1018233-2013-02504.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned. The finished product met all specs prior to released for distribution. The instructions for use which accompanied all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events.

Event description:
Per add'l info received, the pt has experienced stress urinary incontinence, pain, mesh erosion, unspecified urinary problems, bleeding, vaginal scarring, motor vehicle accident two weeks post op, vaginal defect, adhesions, abdominal cramps, bloody drainage, chronic left knee pain, low back pain, nausea, blood loss, "feels like razor blades I vagina," vaginal spotting, pulling sensation after masturbating, lower left quadrant pain, hair loss, irritable, insomnia, hot flashes, "dangerous ideation," urinary tract infection, suprapubic tenderness, sinus infection, frequency, open incision, right shoulder pain, memory loss, dizziness, discomfort, left ovarian cyst, bladder infection, abdominal pain, fever, dysuria, urinary urgency, diaphoresis, flank pain, elevated white blood count, blood in urine (hematuria), protein in urine, escherichia coli (bacterial infection), calcified gallbladder stone (calcification), epithelial cell abnormality, human papillomavirus high risk, and required add'l surgical and non-surgical interventions.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced disability and impairment.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received the patient has experienced removal of the second vaginal mesh, kelly plication, cystoscopy, foley catheter, vaginal pain, dyspareunia, depression, vaginal bleeding, kegel exercises, timed urination, anticholinergic agent therapy, nocturia, ovarian cystectomy, external hemorrhoid, anal fissure, urinary hesitancy, suprapubic pain, kidney abscesses, colonoscopy, low-grade intraepithelial lesion, colposcopy of upper vagina and cervix, cervical biopsy and endocervical curettage.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal discharge, mild mesh erosion under the urethra, open suburethral incision, requiring daily pad use, suprapubic pressure, anorgasmia, difficulty emptying bladder and polyuria. The patient alleged she experienced exacerbation of bipolar disorder.